Event description:
This procedure is part of (B)(6):the protege rx stent was placed, but a dissection was noted so a second stent was placed.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4): stent implanted (B)(6), 2012.